Event description:
Approach was gained through the papilla to perform stent placement in the intrahepatic bile duct. After est, the physician attempted to advance the stent over a wire guide with using the straightener, but it could not advance because the pigtail became kinked. Another zebd-7-10 was used instead to complete the procedure. There have been no adverse effects to the patient reported. ***this report being submitted is follow up report due to the device being returned and a lab evaluation carried out on 14-aug-2020.

Manufacturer narrative:
This report being submitted is follow up report due to the device being returned and a lab evaluation carried out on 14-aug-2020.

Event description:
Approach was gained through the papilla to perform stent placement in the intrahepatic bile duct. After est, the physician attempted to advance the stent over a wire guide with using the straightener, but it could not advance because the pigtail became kinked. Another zebd-7-10 was used instead to complete the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 of lot # c1726300 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 14th august 2020. The device was notes as kinked in the 3rd and 5th porthole on the non-tapered end. Kinks were also noted on the 2nd and 5th porthole on the tapered end. There was a perforation between the 3rd and 4th porthole on the tapered end. The black pigtail straightener was returned in the wrong orientation. After reloading pigtail straightener in the correct orientation, a 0.035¿ wire guide would not pass the kink. It was confirmed that the user reloaded the pigtail straightener on the stent after the procedure image review: n/a. Documents review including IFU review: prior to distribution all zebd-7-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-10 of lot number c1726300 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1726300. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is evidence to suggest that the user did not follow the label as per information supplied in the patient/event info-notes section an incorrect wireguide was used. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Approach was gained through the papilla to perform stent placement in the intrahepatic bile duct. After est, the physician attempted to advance the stent over a wire guide with using the straightener, but it could not advance because the pigtail became kinked. Another zebd-7-10 was used instead to complete the procedure. Was used instead to complete the procedure. There have been no adverse effects to the patient reported.